Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h6(clinical code), h10, h11 corrected field: g1(contact person).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was making noise and not picking up blood. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that issue was resolved over phone conversation by reseating the doppler cable and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. Issue resolved over phone conversation.